Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited noise on the shock channel; however, the shock impedance measurements remained within normal limits. . There were also out of range measurements on the competitor's right atrial (ra) lead. Technical services (ts) recommended performing an x-ray to evaluate the lead. Ts indicated based on the lead measurements and some noise reported in the past, this could be a connection-related issue. It was noted that the physician was satisfied with the lead and is comfortable monitoring for now. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.